Event description:
The manufacturer received information from a family member alleging the patient experienced a temporarily decreased in their peripheral oxygen saturation (spo2) after the device had accidently dropped onto the floor while the patient was using a trilogy evo device. The patient's spo2 level had dropped from low 90's to the low 70's. The ventilation was resumed after they had reinforced the damage area with vinyl tape, and the patient's condition recovered. A circuit disconnected alarm occurred on the device at the time of the event. Further information that upon reporting to the attending physician via me, we received their opinion that this case resulted from patient inattention, and no problems are observed on the device side. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.